Event description:
The customer reported the system displayed an intermittent communication failure error message. This message will likely result in a system to boot, shut down, or lock up, depending on when the loss of communication occurred. There is no report or patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator interface board were replaced. The system was then found to be operating as intended.